Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the mobile view station (mvs) power board was not emitting any light due to the f12 incoming fuse being shorted. It was determined that this was caused by generator testing being conducted the previous night. The medtronic representative replaced both the f11 and f12 fuses. The replaced fuses were not sent back to the manufacturer for further analysis as they were discarded onsite. The medtronic representative also performed fpd gain calibration while on site per customers request. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the image acquisition system (ias) would not turn on. No patient was present during the time of the reported incident.